Event description:
A customer contacted beckman coulter inc. (Bci) stating that the creatinine module (creatm) reagent probe pump was leaking in the unicel dxc 600 pro synchron chemistry analyzer. The customer disabled the module. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the pump syringe, which resolved the issue. The fse indicated that the precision was adequate after the replacement was made.